Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that anti tachycardia pacing (atp) therapy and ventricular shock therapy were delivered to convert an arrhythmia. Successful conversion occurred with delivery of a 41j shock after all eight bursts of atp were unsuccessful. Review of electrogram showed probable inappropriate therapy for rapidly conducted atrial arrhythmia. Additionally, review of right ventricular (rv) lead trends showed variable rv threshold measurements between 0.5v and 5.0v. The system remains in service and no adverse patient effects were reported.